Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are lot# h08h7145, w07e4130 and w08e1404. (B)(4): the manufacture info for lot h08h7145 is under requesting. The follow up report will be sent after the data is available. The manufacture date for lot w07e4130 is 06/22/2007; the manufacture date for lot w08e1404 is 06/04/2008. Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for lot w07e4130 and w08e1404 were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a spinal removal procedure to remove a broken pedicle screw at l4, it was found that the l5 pedicle screw did not have a good purchase to the pt poor bone quality. The l5 screw was removed but not replaced. A hook was implanted at l5.